Event description:
Rptr c/o systemic latex allergy with anaphylaxis x 3. She was treated in ER for urticaria, tachycardia, respiratory distress, headaches, nausea and vomiting and is on constant medication. She has developed asthma and has been unable to work since 2/95. Rptr is intolerant to latex in medical environment or regular environment.